Event description:
The customer reported that an 840 ventilator had a blank screen. No pt involvement reported. The customer replaced the graphical user interface (gui) printed circuit board (pcb). Covidien customer service engineer (cse) updated the software. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).